Event description:
It was reported that the vessel perforation occurred, requiring additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The common carotid artery (cca) was accessed without issue. After the arterial sheath and 0.035 j-tip guidewire were advanced, it was noted that the vessel was perforated, and the surgeon was unable to advance the 0.014 guidewire past the perforation. As a result, the procedure was converted to a carotid endarterectomy (cea). The procedure was successfully completed, and a computed tomography angiography (cta) confirmed the cea patch looked good. It was further reported that the patient later experienced bilateral subarachnoid hemorrhage (sah) and cerebellum bleeding. The patient ultimately expired on (B)(6) 2025. The physician did not feel that the tcar or the cea contributed.